Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller screen was blank with water inside. The controller alarmed and patient successfully performed a controller exchange. There was no reported effect on the patient. No further information was provided.

Manufacturer narrative:
The reported event of a controller alarm was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two controller fault alarms logged on (B)(6) 2016 06:12:15 and 06:13:50. These alarms were followed by a high watts alarm. Analysis revealed that the device failed visual examination due to a missing o-ring gasket on power port 1. It was also reported that the controller's screen was blank with water inside. The controller's display was fully functional and an internal inspection revealed white oxidation on the power port 1 and serial port connectors. White oxidation was also visible on the circuit boards in several locations. The oxidation can most likely be attributed to water ingress in the controller due to a missing o-ring gasket on power port 1 of the controller. (B)(4) were returned as concomitant devices. No failure was detected during analysis of (B)(4). (B)(4) failed visual inspection due to mechanical damage of its external wire. The battery was still fully functional but the external sheath of the wire had suffered a fracture. This failure is not related to the reported event. The most likely root cause of the reported event can be attributed to water ingress in the controller due to a missing o-ring gasket on power port 1 of the controller. The manufacturer has opened an investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.